Event description:
It was reported that a patient underwent a mitral valve replacement procedure on (B)(6) 2011 and bone wax was used to stop bleeding on the sternum. On (B)(6) 2011, the wound had penetrating fluid along with some scraps like bone wax and local inflammation. The patient underwent a second procedure and the wound was debrided and re-sutured. The patient was discharged and is now fine.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and they met the requirements.